Manufacturer narrative:
This is a non-reportable issue. The problem description that triggered the report is incorrect and it was reported in error. Therefore, this report is being redacted.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that nbp measurement are unreliable. It is unknown if the device was in use at time of event, and there was no adverse event reported.